Manufacturer narrative:
Device evaluated by MFR? Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014 or (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralex st(device #1)and an unspecified bard/davol ventralight st (device #2) . Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device(s). The patient is making a claim for an adverse patient outcome against the bard/davol ventralex st(device #1)and ventralight st (device #2) . The attorney alleges patient experienced emotional distress and the device was defective.